Event description:
Procedure type: tep. According to the reporter: this instrument was going to be use for tep. When he tried to inflate the access balloon on trocar the balloon didn't work. He always uses the device when she does tep. She said it was the first time that the balloon didn't work. She used this product as usual and there was no action occurring balloon tear, so he thought it was defective product. No pt involved.

Manufacturer narrative:
(B)(4).